Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp capture threshold increased post-fixation, resulting in capture failure. The lp was repositioned and left fixed in that position. The patient was stable.